Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported that the patients left knee was revised to a thicker liner due to instability.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed, the hospital kept the device. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patients left knee was revised to a thicker liner due to instability.